Event description:
The core micro drill was returned for service. Upon evaluation at the manufacturer, it was found to display a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered internally, as well as broken/disassembled components.